Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 346 mg/dl. The pump supplies were changed. A bolus via the pump was delivered and insulin injections were administered to address the bg level. The customer did not know the cause of the high bg. The customer went to the emergency room (ER) due to the high bg (271 mg/dl). No treatment was administered and the customer was observed. At the time of the report, the bg was 266 mg/dl and the customer was to be discharged from the ER soon after this report. The next day, upon follow up, the customer had changed the cartridge and "everything was fine".